Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19753. It was reported, the patient experiences heating and burns at the ipg site when charging. The patient reported pain when he turns the stimulation on. The patient has turned off the system. The patient reported a new charger and reprogramming did not resolve the issue. The patient's physician prescribed pain medication. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.